Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with vaginal hysterectomy due to uterovaginal prolapse, cystocele, rectocele, enterocele and urinary stress incontinence. The patient experienced pain, infection and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of bso, anterior and posterior colporrhaphy, enterocele repair, sacrospinous and uterosacral colpopexy, vaginal and perivaginal repair and cystourethroscopy during mesh implantation.